Event description:
The customer reported that the left (live) monitor was not working. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor needs to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.